Event description:
It was reported to philips that the flex monitor was turning blank intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was completed as planned on the same system as the customer had second monitor which they used without interruption. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex monitor was turning blank intermittently. Upon troubleshooting, fse replaced the adapters, converters and swapped the cables with the second monitor and identified faulty internal power supply in the monitor. To resolve the issue, fse replaced the flex vision monitor. There was a pre-occurrence, where the issue was resolved by disconnecting and reconnecting all signal cables. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption on the same system by using the second monitor. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.